Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out-of-range (oor) shocking lead impedance (sli) measurement of 0 ohms which was detected via the patient remote monitoring system. It was noted that it was likely due to electromagnetic interference (emi) issues. Boston scientific technical services (ts) suggested troubleshooting measures. Additional information indicated that the patient was in pain and was brought into office and had normal shock impedance measurements upon device testing. Commanded shock was not performed however shock test thru the programmer was performed to this patient. The system remains in-service. No adverse patient effects were reported.